Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that while using the bd facscanto¿ ii, there seemed to be a leak, liquid on the floor. Sponge is soaked. The following information was provided by the initial reporter. Seems to be a leak, liquid on the floor. Sponge is soaked

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2916837-2022-00297 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that while using the bd facscanto¿ ii that there seems to be a leak, liquid on the floor. Sponge is soaked. The following information was provided by the initial reporter. It was reported by the customer that there is a leak. Seems to be a leak, liquid on the floor. Sponge is soaked.